Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient could not feel stimulation. The patent synced with their implantable neurostimulator (ins) and stimulation was on. The patient was on program 2 and increased stimulation to 4.2. This resolved the patient¿s issues. On (B)(6) 2017, it was reported that they started to not feel the stimulation around (B)(6) 2016. They went to the bathroom more at night and couldn't make it across the hall to the bathroom. They thought that a change to the device programming led to the lack of stimulation, and the fact that they were retaining more fluid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.